Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1: date of submission: 9/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/17/2016 with the following findings: during testing, the pump powered on with functional auditory and vibratory features to a blank display screen. The pump¿s cover was removed and no intermittent conditions were found on the printed circuit board (pcb). The investigation observed that the electrically erasable programmable read-only memory (eeprom) failed a memory sweep test; this eeprom failure was confirmed during the investigation. The ¿call service alarm issue¿ was unable to be adequately investigated due to an inability to run the 24 hour basal program and due to the blank display screen. Unrelated to the initial complaint, it was observed that the battery compartment was cracked.